Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead showed high, out of range pacing impedances with a constant noise over sensing that appears to be minute ventilation termination algorithm. The field representative was going to program the device around ventricular pacing and sensing. The ICD and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead showed high, out of range pacing impedances with a constant noise over sensing that appears to be minute ventilation termination algorithm. The field representative was going to program the device around ventricular pacing and sensing. The ICD and the ra lead remain in service. No adverse patient effects were reported.